Manufacturer narrative:
Block h6: a020503 captures the reportable event of seal compromised.

Event description:
It was reported that during the preparation, upon opening the zero tip baskets package, the sterile inner packaging was discovered to be damaged, showing signs of openings, which led to the device becoming contaminated.

Event description:
It was reported that during the preparation, upon opening the zero tip baskets package, the sterile inner packaging was discovered to be damaged, showing signs of openings, which led to the device becoming contaminated.

Manufacturer narrative:
Block h6: a020503 captures the reportable event of seal compromised. Block h11: the returned zero tip basket was analyzed, and a visual evaluation revealed that it was returned in the open position. The handle was in good condition, and the sheath showed no signs of kinks or damage. However, the entire pouch was not returned, and no additional visual issues were identified. With all the available information, boston scientific concludes that the reported events of "packaging seal compromised" and "packaging incomplete or missing packaging" are not confirmed, as the entire pouch was not returned. Additionally, after visual and functional inspections in the complaint device, it was not possible to identify any defect on the device. A review of the manufacturing documentation for this device revealed that there were no anomalies or deviations related to the reported event during manufacturing. Based on analysis results, a conclusion code of no problem detected was assigned to this investigation.